Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of a watchman access sheath (was) with the watchman delivery system (wds) and a non-bsc introducer sheath. The was valve was open with the introducer sheath in the lumen as received. The hub, shaft, tip, and valve were examined. The tip was kinked/damaged, and the inner liner delaminated. The damage to the tip is consistent with recapture difficulty. The wds was advanced through the was with no difficulty. The implant was able to be deployed during analysis. No issues prevented deployment. The implant was then recaptured and the wds was withdrawn from the was. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on analysis completed on 01/25/2017. It was reported that the device could not fully release. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. However, the distal portion of the closure device was not able to be fully deployed in the laa. The closure device was partially recaptured several times, the physician then removed all of the devices from the patient. The procedure was not completed. No patient complications were reported and the patient's status is stable. However, device analysis revealed inner liner delamination.